Event description:
New information received indicates that the patient presented with new episodes of non-sustained oversensing due to t-wave oversensing via merlin.net. Programming changes were suggested, but not made. The patient will continue to be monitored.

Event description:
New information received indicates that programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing. Due to post-paced t-wave oversensing. Programming changes were not suggested.